Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that premature battery depletion was suspected. During the previous device interrogation, approximately two years prior, the estimated battery longevity showed 2 years remaining. The patient missed their last appointment which was scheduled in october of last year, and was recently seen in clinic. Another device interrogation was performed, and showed that the device's battery was past the replacement time. Additionally, the data showed that the battery capacity had depleted as of 01aug2020. The device was reprogrammed and remains implanted. No adverse patient effects were reported.